Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor fell off of them. The customer was assisted with their sensor issues. The customer also reported of having high blood glucose of 400 mg/dl. They declined high blood glucose troubleshooting. It was unknown if they were using auto-mode. The device will not be returned for analysis.